Event description:
During peripheral intervention procedure, the detachable valve from terumo destination sheath came apart from the sheath. The pt lost approx 50 to 100 cc of blood loss before the problem was identified and corrected. The detachable valve is twisted on and tightened before the procedure but frequently the valve will not stay secure and spontaneously comes off during prolonged procedures. This has happened several times in the past and it may result in a significant amount of blood loss and potentially life threatening situations. Due to the clinical significance of this issue, we respectfully request that the FDA investigate this problem.